Event description:
Stryker performance series saw blade ref# 6118-127-100 has hooks that hold the saw blade into the saw. During use, the hooks broke off. An additional saw blade had to be utilized to complete the procedure. Stryker rep was notified and is in contact with stryker marketing and engineering.